Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 with signs of hemolysis. The patient experienced hematuria, and the lvad system produced slightly elevated power readings, and sounded different on auscultation. It was reported that the patient experienced a fall concerning for transient ischemic attack (tia). It was reported that the patient had a history of tia, with no additional details specified. On admission, lvad parameters were at baseline and the patient¿s inr was therapeutic at 2.7; however, the lactate dehydrogenase (ldh) and plasma free hemoglobin were elevated. The patient was started on a heparin infusion for treatment. A transthoracic echocardiogram (tte) showed no evidence of lvad obstruction. The patient was discharged on (B)(6) 2016. At discharge, the patient¿s ldh remained elevated and the plasma free hemoglobin had returned to baseline. It was reported that on (B)(6) 2016, the patient was routinely transplanted.

Manufacturer narrative:
Device evaluation: no device-related issues were identified during the analysis of the returned pump. Examination of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon pump disassembly also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The report of suspected thrombus and a specific cause for the elevations in pump power and the patient¿s lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.